Manufacturer narrative:
During inspection and testing, service found the coating was peeling from the insertion section due to deterioration. The report from the customer was confirmed. The scope leaked due to the bending section being pierced. In addition, angulation was insufficient due to stretched angle wires, the angulation lever did not turn smoothly due to the control section being broken, the insertion section was damaged due to physical stress, the cleaning brush got caught due to deformation of the channel, the cord was damaged due to deterioration, the adhesive at the distal end was damaged, and the connector and control body were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a pinhole in the scope resulting in a leak. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion section was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 23-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.